Event description:
A malfunction alarm, identified as malf 12, was reported, but there was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After the reset, the issue did not recur, and the customer was instructed to continue using the pump and to call back if the problem reappeared.